Event description:
It was reported to ventec that the patient circuit broke near the exhalation valve during use. The reporter further advised that the vocsn device alarmed after the patient circuit broke, however, personnel did not document what the alarm message stated. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. When the vocsn alarmed, medical personnel responded accordingly. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the vocsn serial number, or the part number and lot code from the broken patient circuit. As a result, section d4 (model number, catalog number, serial number, lot code and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank.

Manufacturer narrative:
H6: the broken patient circuit was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined. H3 other text : not returned to manufacturer.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 --. Section h6, type of investigation, of the initial medwatch report stated: 4118 (type of investigation not yet determined). Section h6, type of investigation, of the initial medwatch report should have stated: 4114 (device not returned).